Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's drain volume was 2915ml. The fill volume was 1500ml. This meets iipv criteria. No patient injury or medical intervention was reported. No further information could be obtained and the patient could not be identified. Should additional information become available a follow up medwatch will be submitted.

Event description:
Caller reports that during a correlation study the following coaguchek xs/coaguchek s results were obtained: 1.5 inr/2.4 inr; 2.3 inr/1.8 inr; 2.4 inr/1.8 inr; 2.1 inr/1.6 inr; 2.5 inr/2.0 inr; 3.8 inr/2.7 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the coaguchek s system used. Reference medwatch report with (B)(4) for the coaguchek xs system used.